Event description:
Patient reported that the expiration date printed on the strip vial is 05/31/2007. According to the manufacturer's batch record, the correct expiration date for this strip lot is 02/28/2007. No injury resulted from patient's use of expired test strips. Patient did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.